Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system, with a reported blood glucose of 264 mg/dl, and was guided through a site change, after which the blood glucose was 230 mg/dl and no further assistance was needed. Symptoms included elevated blood glucose. Outcomes included resolution after troubleshooting and education without alerts, alarms, or escalation. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with user adherence and infusion site management addressed through guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.